Manufacturer narrative:
(B)(4).

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the tortuous long calcified proximal left circumflex artery. A 1.50mm rotalink plus was selected for use. The burr was advanced over the rotawire. During initial ablation, it was noted that the burr became detached from the drive shaft. The shaft with the detached burr were safely removed from the patient's body and the procedure was completed with another rotalink plus device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. An attempt to remove the rotawire from the coil catheter was unsuccessful due to the damaged coil. Inspection of the device revealed that the coil was stretched and broken at the distal end. The annulus was damaged and flared. The damage to the annulus is consistent to interaction with the rotawire during rotation. The bottom of the burr was damaged and not rounded. There was some of the coil inside the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the tortuous long calcified proximal left circumflex artery. A 1.50mm rotalink plus was selected for use. The burr was advanced over the rotawire. During initial ablation, it was noted that the burr became detached from the drive shaft. The shaft with the detached burr were safely removed from the patient's body and the procedure was completed with another rotalink plus device. No patient complications were reported and the patient's status was stable.